Manufacturer narrative:
Based on the claim against the product by the customer noting the boom not moving an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse went on-site and was able to duplicate the issue. The isi fse was unable to extend and retract the boom. The logs did not indicate any issues. The isi fse completed a boom calibration to resolve the issue. The system was tested and verified as ready for use. The complaint regarding the boom would not move was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause of the alleged boom would not move cannot be determined based on the information provided and fse's field evaluation. The isi fse went on-site and calibrated the boom to resolve the issue. This complaint is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to the boom not moving. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer was unable to move the boom on the patient side cart (psc). The system prompted an alarm/error message. The customer tried to emergency power off and performed multiple power cycles with no success. The boom would not move out and the customer was unable to dock. The procedure was aborted-post anesthesia and ports placement with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse stated there was a functionality checked upon powering on the system. The system initially powered on without errors. The customer performed troubleshooting steps for an hour with no success. The customer used another psc to continue with the procedure.